Manufacturer narrative:
Product labeling indicates fracture of the implant as a possible adverse effect.

Event description:
Transpedicular l5-s1 and bilateral decompressive laminectomy l5 performed in 2007. Revision surgery performed seven months later, to remove a broken screw.